Event description:
Patient underwent a right total hip replacement. During insertion of the femur stem, the tip of the femur inserter broke off into the femur stem implant (approximately 2 threads). The retained tip was well seated and could not be retrieved. There was no harm to the patient.